Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The erroneous result was reported outside of the laboratory. The initial tsh result was 0.046 (unit of measure not provided). This result was reported outside of the laboratory where the clinician did not believe the result and requested the sample be repeated. The sample was repeated 5 times with results of 3.03, 3.04, 3.07, 3.10, and 3.09. No adverse event occurred. The tsh reagent lot number and expiration date were not provided. The field service engineer checked the instrument and found that it was operating within specification. The alarm trace was checked and it was noted that an alarm was produced for this sample. Based on a review of the available information, the erroneous result is considered to be a non-reproducible low result since the 5 repeat results remained consistently around 3 uiu/ml. A specific root cause could not be identified, however, for sandwich assays such as tsh the typical root causes of low results are the use of incorrect sample tubes, the presence of temporary clots and/or fibrin filaments in the sample, the presence of bubbles/foam on the sample surface or the presence of bubbles/foam on the reagent surface. Additionally, the presence of droplets at the sample tube wall can also cause erroneous low results. Based on the information provided for investigation, a general reagent issue at the customer site can most likely be excluded.